Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/9/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when were the needles separated from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - how many devices demonstrated the alleged deficiency? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - please provide the source or name of person providing answers to follow-up questions: 8ea sutures separated during surgery on one patient. Opened 2nd bx and continued surgery without further incident. This is the only report of this incident by sw purchasing mgr. (Facility) for surgery. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that there are multiple sutures with the needle separating from the suture. No injuries or adverse event was reported. Samples are not available for return. Additional information was requested.